Manufacturer narrative:
Mml# (B)(4). The patient was a clinical study participant with an old lead design. Other lead explanted. Model: 800045. Description: reactiv8 stimulation lead. Serial number: (B)(6). UDI: unknown. Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The lead assemblies were received for analysis. Both leads failed the functional testing. The out-of-range/high impedance failure was confirmed. Visual inspection observed rounded, fractured coil wires. Section b5 and h6 were updated.

Event description:
During the routine patient visit, the right lead was found to have an out-of-range/high-impedance issue. There was no report of patient harm or injury. The device was reprogrammed to another working electrode, and the patient continued bilateral stimulation while awaiting scheduling of the revision. The patient underwent revision surgery to replace the right lead, and the left lead was replaced as a precaution. The leads were an old design and were incompatible with MRI. The leads were removed completely, and two new leads were implanted without complications.

Manufacturer narrative:
Mml# (B)(4). The patient was a clinical study participant with an old lead design. Other lead explanted model: 800045, description: reactiv8 stimulation lead, serial number: (B)(6), UDI: unknown.

Event description:
During the routine patient visit, the right lead was reported to have an out-of-range/high impedance issue. There was no report of patient harm or injury. The device was reprogrammed to another working electrode, and the patient continued bilateral stimulation afterward while waiting for the revision to be scheduled. The patient underwent revision surgery to replace the right lead, and the left lead was replaced as a precaution. The leads were an old design and were incompatible with MRI. The leads were removed completely, and two new leads were implanted without complications. The removed leads were not returned for analysis, so product analysis can be performed.